Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure. Cannula was horizontal and not inserted into the skin. When removed customer noticed that the adhesive was wet with insulin.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was observed in the viewing window. The downloaded data showed that the device ran 48 first prime pulses and was deactivated at 1548 pulses. No timeouts or drive stalls were observed. The needle mechanism assembly components were thoroughly observed and no damages or defects were observed that would cause a needle mechanism failure. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.